Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record (DHR) of the subject device was free from non-conformity in manufacturing and it was shipped in accordance with specifications. The root cause of the remaining foreign material in the device was unable to be specified. The facility operates the disinfection process in oer-4 using not acecide but functional water which was chosen depending on decision of the facility. The reprocessor was used in the unrecommended procedure. The endoscope was cleaned with cleaning detergent and rinsed in oer-4, then disinfected in functional water, followed by being rinsed after disinfection in oer-4. Olympus had announced that acecide was a high-level disinfectant and that failure due to inappropriate usage of oer-4 could not be warrantied. However, there is no reply from the facility that they would improve it. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿as described in the installation manual of oer-4 ¿section 4.13 setup of the disinfectant solution¿, use acecide 6% disinfectant solution (800 ml cassette bottles) specified by olympus as the disinfectant solution. Disinfectant solutions not specified by olympus are not guaranteed for the combination of endoscope and equipment. Endoscope reprocessing may be insufficient, or the equipment may not operate normally.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that during an onsite visit, the user facility staff was using their own functional water instead of acecide to clean the device: therefore, mold developed in the disinfectant tank, and error e75 (water supply irregularity during preparation of the disinfectant solution) was displayed. No patient infections or injuries reported. The related complaint patient identifier is: (B)(6) (gif-h190n), serial number ((B)(6)).